Event description:
A facility reported that a hakim valve (ID 823832) was implanted on (B)(6) 2023. On (B)(6) 2023, the valve could not be programmed and the patient undergone revision procedure. Therefore, the valve was explanted and replaced on (B)(6) 2023. At the procedure, the catheter and the valve retrieved were found occluded. The patient did not experienced any signs and symptoms due to occlusion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - product code 82-3832 with lot 6467404, conformed to the specifications when release. Failure analysis - the valve was visually inspected: liquid biological debris was noted inside the valve mechanism. The position of the cam when valve was received was 100mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, as seen in the investigation report no programing issues were noted during the investigation.